Manufacturer narrative:
(B)(4). The analysis results found that the b5lt instrument was received with the sleeve and the obturator bent and damaged. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a hysterectomy surgery, after opening the package, the nurse noticed the blade core of the trocar was highly distorted and flattened. The similar issue is seen on the trocar sleeve as well. Nurse discarded the captioned trocar and opened a new one for the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.